Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 08/01/2025, the patient reported that her husband found her unconscious on the floor. The patient's spouse called 911 at approximately 2:30 pm. An ambulance arrived shortly after. At the time of the incident, the patient was wearing a dexcom g6, which showed a reading of 178 mg/dl. Upon arrival, emergency medical technicians (emt) performed a fingerstick test that indicated a critically low glucose level of 20 mg/dl. They administered IV sugar water. The patient¿s glucose level rose to 89 mg/dl, and the patient regained consciousness. Despite this, emts transported her to the emergency room (ER). Upon arrival at the ER, hospital staff removed the dexcom device. The ER doctor examined the patient and administered additional IV fluids, though the specific dosages are not recalled. The patient was discharged later that evening, around 6:00 pm. Following the incident, the patient reported feeling unwell and was unable to walk due to the fall. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.